Event description:
Reference number (B)(4). Event occurred in germany. On (B)(6) 2024, patient reported that 5 infusion sets was not sealed. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 5 of 5. E1: patient country: (B)(6). Since no lot number is availabel, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). Additional information - this MDR is being submitted to include the below: h11: investigation summary. H6: investigation results under type of investigation. The information in this complaint pr.(B)(4) has been evaluated. No lot number is available investigation process of the complaint was carried out in accordance with work instructions (wi) guideline for test of ref. Samples version 11 for the code primary pack has incomplete or open seal/weld, is torn, ripped, contains holes, exhibits external contamination (e.g., water marks, stains) or product is trapped in packaging (e.g. Trapped in weld). Complaint investigations. 1 photo was provided. The following tests were performed: visual inspection according to with version 18, is unable to confirm if there is a lack of seal for the tyvek on the outer ring. A batch record review was conducted resulting in the following: the information of this complaint has been evaluated. Since no lot number is available. A detailed investigation on batch review cannot be conducted. As a result of the following: no reported harm, no lot number is available. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would have flagged on the trips and alerts according to the on market quality review (omqr) procedure. No further actions are required.

Event description:
To date no additional patient or event details have been received.